Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra meter was displaying inaccurately low results compared to his feelings and/ or normal results. The medical surveillance specialist (mss) was unable to contact the patient for a follow up call. The complaint was classified based on the customer care advocate (cca) documentation. On an unknown date, the patient reported obtaining a blood glucose result of "66 mg/dl" with his lfs meter. The patient denied managing his diabetes with any diabetes medications. The patient reported making no changes to his usual diabetes routine as a result of the alleged issue. It is unknown if the patient developed any symptoms suggestive of severe hypoglycemia or hyperglycemia as a result of the alleged issue. However on (B)(6) 12 at an unknown time, the patient reported going to a doctor's office visit. The patient reported receiving "gaverson 400mg." In addition, the patient reported his blood glucose was checked on (B)(6) 2012 at 7:00am on a doctor or clinic's meter, but he does not recall the result. It is unknown if the nature of these visits is routine or for an acute complication of diabetes. At the time of troubleshooting, the cca noted that the subject meter was in the correct unit of measurement. In addition, the patient did not have testing supplies available, therefore a control solution test was not run. Replacement products were sent to the patient. This complaint is being reported as an adverse event because, the patient was treated by a healthcare professional some time after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.